Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl and diabetic ketoacidosis (dka) resulting in admission to the emergency room (ER); cause of dka was unknown. No issues were observed with the cartridge, insulin, infusion set tubing, or infusions et cannula in use at the time of the event. A correction bolus via the pump was delivered to address the bg prior to the ER admission. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released on march 20th, 2024 with the issue resolved and no permanent damage sustained. A pump system check was performed and the pump was confirmed to be functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.